Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and 2.2 was not detected on bus. User tried to reboot the station, but issue still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not detected on bus. A field service engineer (fse) troubleshot the issue with drawer 2 not being on the bus and identified that the modular board was not functioning correctly. Replaced the modular board and tested in hardware test application, where all tests passed. The customer also tested the drawer and confirmed it was functioning without any issues. The system functioned as intended after the field service engineer repaired the device.